Event description:
Originally reported to idtf, 3.1 inr with protime microcoagulation system vs. 2.4 inr with unspecified lab system inr 2.4. Two weeks later, 2.6 inr with protime microcoagulation system vs. 1.6 inr with unspecified lab system. One week later, 3.6 inr with protime microcoagulation system vs. 2.5 with unspecified lab system. No report of adverse event, serious injury or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed. Manufacturer conclusions: no conclusion can be drawn.